Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other two 3.5x38 xience alpine stents referenced are being filed under separate medwatch report numbers.

Event description:
The procedure was to treat a non-tortuous, mildly calcified, de novo, eccentric, 90% stenosed lesion in the right coronary artery (rca). After the lesion was pre-dilated with a non-abbott 3.0 x 15 mm and 3.5 x 10 mm balloon catheters, three xience alpine stents (3.5 x 38 mm x3) were implanted by overlapping the stents. When the stents were checked by optical frequency domain imaging (ofdi), it was found that the overlapped part had not been fully dilated. Therefore, a nc trek 4.0 x 12 mm balloon catheter was used for post-dilatation. After post- dilatation was performed, the nc trek was removed once from the patient anatomy to check the stents by ofdi. To perform additional dilatation, the nc trek was re-advanced to the lesion but it failed to cross due to the overlapped stent struts. While attempting to cross by pushing the device, the shaft kinked. The nc trek was replaced with the stent delivery system (sds) of the xience alpine stents previously implanted to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the difficulties deploying the stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.